Event description:
A caller reported a temperature alarm occurring with the device. The incident did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer was informed that the pump needed replacement and was advised to use multiple daily injections as backup therapy. Technical support arranged for a replacement pump, confirmed the customer's shipping address, provided transport instructions, and instructed the return of the faulty pump using a pre-paid label and box within ten days.